Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that when the package was open the liquid had leaked and had crystallized. No harm to the patient and no surgical delays reported.

Manufacturer narrative:
Samples received: 1 open unit. There are four previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in (B)(4). We have received one open unit that has been checked and a defect has been found in the ampoule as can be seen in the enclosed picture. Because of that defect, the glue was leaked and crystallized inside the ampoule due to the crack. The ampoules manufacturer has been informed accordingly and analyzed the involved ampoules. Results are that the root cause of the crack in the ampoule cannot be identified. Therefore the manufacturer do not attribute the failure to the problems with the mould. The ampoules of this batch were produced before the ampoules manufacturer did an improvement in the moulding process. Neither b. Braun nor the ampoules manufacturer has been able to determine the root cause of the defect with only one ampoule received. In consequence, further corrective actions cannot be proposed. Final conclusion: taking into account that the results of sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Ampoule manufacturer did moulding improvement after the production of the ampoules involved in this complaint.